Event description:
On (B)(4) 2012 - we were informed this device was removed due to twiddler's syndrome.

Event description:
Unable to interrogate device and pugh indicator does not light up while over device and all attempts to troubleshoot were unsuccessful. Device transmitted earlier on same day of follow up and 5 days ago pt started having noise on the rv lead and ff channel with vf detections but no charges were indicated. Suspect lead insulation breach with shock shorted device. Recommended explants and expect possible revision of rv lead. On (B)(6) 2012 - the lead and the iced were explanted on (B)(6) 2012.

Manufacturer narrative:
The performance of the ICD and the lead under complaint were scrutinized. The analysis of the ICD revealed that the output stages of the high voltage circuit had been damaged due to a shock delivery into an external short circuit. The analysis of the lead showed arcing marks at the distal shock coil. This is consistent with the arcing marks on the ICD housing, as well as the twiddler's syndrome that was reported in the complaint description and can be understood as root cause of the clinical observation. However, this does not represent a device malfunction. Further damages of the lead resulted most likely from the explant procedure. The analysis of the lead did not reveal any sign of a material or manufacturing problem.